Event description:
The device will not come on. On or off of the base. The customer was also having concerns with the device reading higher than lab results. At 11:3pm blood glucose was 481mg/dl, at 11:42pm blood glucose 371mg/dl, at 11:43pm blood glucose 469mg/dl. A lab was done at 11:57 with a result of 318mg/dl. The pt was treated based on the lab result. Type of treatment unknown. Control information is unknown. A request was made for the return of the suspect device and replacement product was sent.